Event description:
Customer reported that on (B)(6) 2014 ((B)(6) 2014) she began to experience symptoms of "shaking, (was) cold and lost her voice", but when she attempted to pierce her finger the adc lancing device's lancet did not penetrate the skin, because "the needle is not going past the cap". Customer subsequently experienced a loss of consciousness. Paramedics were called and transported her to a local healthcare facility. A reading of "less than 2 mmol/l (36 mg/dl)" was received on an unspecified device. At the hospital customer was diagnosed with hypoglycemia and treated with an unspecified intravenous infusion. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
The customer's products have been requested for investigation. A follow-up report will be filed once additional information is obtained. The date of manufacture is unknown. The date listed is the date when abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.